Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2023).

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through soft density tissue, the cannula of the device allegedly failed to fire. A coaxial needle used was not used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to have residue throughout and the device was received with both slides in their initial positions. There were no visual anomalies noted on the device. Upon functional testing, the device was able to be fully primed with no issues. During further functional testing, the device self-activated. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were not fully engaging with the device housing. The drop test was performed and the device failed in the drop test as the top slide self-activated. Upon disassembly, it was observed that the bumpers were intact. Additionally, the tangs did not appear to be damaged or deformed. It was noted that the stylet hub was from cavity 1 and the cannula hub was from cavity 4. Upon dimensional observation, the cannula outer tang width was measured and the measurement was within the acceptable range. Therefore, the investigation is confirmed for the identified self activation as the device self-activated on the drop test. However, the investigation is inconclusive for the reported failure to fire as further functional testing could not performed. A definitive root cause for the alleged reported failure to fire and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 04/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through soft density tissue, the cannula of the device allegedly failed to fire. A coaxial needle used was not used. The procedure was completed using another device. There was no reported patient injury.